Manufacturer narrative:
(B)(4). The product is not available for investigation; therefore no manufacturer laboratory investigation was possible. Trend search: a trackwise trend search was performed for p/n 70105.2797 failure code d-bad performance related to hemolysis and 2 additional complaints were found. A sap trend search was performed for p/n 70105.2797 related to hemolysis no additional complaints were found. Due to this information no systemic issue could be determined. Based on this a confirmation of the failure was not possible. This complaint is directly related to (B)(4). The products were used for the same patient. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. If additional information becomes available a supplemental medwatch will be submitted.

Event description:
According to the customer:"hemolysis started after initiation of cardiohelp. The product was exchanged with no patient impact. The patient was (B)(6)."(B)(4).